Manufacturer narrative:
The following sections have been updated: b4: date of this report. D1: brand name . D2: device product code. D4: catalog number. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. D9: device availability. G3: date received by manufacturer. G4: PMA/510(k) number. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A bellatek® encode® healing abutment 4.1mm(d) x 4.1mm(p) x 4mm(h) (eha444), 3i t3® short external hex parallel walled implant, 6mm(d) x 5mm(l) (boes605) and two bellatek® encode® healing abutment 5mm(d) x 5.6mm(p) x 6mm(h) (2 xeha556) were returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture on the collar. Functional testing was performed for the returned products and the abutments do not seat to the implant. Implant platform damaged. Malfunction has occurred. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2017071075). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review could not be performed, as the lot number associated with the reported products (abutments) are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (2017071075) for similar event and no other complaint was identified. A complaint history review by item numbers were conducted for the (eha444, 2 x eha556) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could not be verified for loosening. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment failed to engage. Healing abutment would not seat, screw tight before abutment is tight , abutment moves up and down and caused soft tissue ingrowth. It was confirmed that implant was removed due to both surgeons present felt that the hex and or thread were damaged due to the number of times the healing abutment was re-tight. Abutment and implant removed at the same time. Tooth location 19.